Event description:
The pt had an iliac aneurysm greater than 20mm. The one year follow up exam noted that the distal seal of the iliac leg graft had failed and a distal type I endoleak was present on the ipsilateral side. An iliac leg graft was placed and the leak was resolved.